Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the catheter of a bd angiocath¿ IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Samples or photos have not received for analysis of the incident in question. Our quality engineer was unable to verify the reported complaint. Because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. DHR review: the assembly lot: 7053926, used in the claimed final product lot: 7088745 produced from 03/03/2017 to 03/31/2017 in acam #1, used in the claimed final product lot: 7088760 of angiocath 24ga x 0.75in was checked and no records of this defect were found. There are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this complaint, according to the history of the lot above. Because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. Without samples and photos for analysis, it is not possible to confirm the defect of foreign matter. Based on the investigation results to date the root cause was not determined for this complaint.